Manufacturer narrative:
(B)(4). The lot 14d054 was manufactured between april 23, 2014 and april 24, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the unit with green colored water, which was monitored until the following day. The following day, no evidence of leak was observed on any parts of the unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during infusion. The device contained fluorouracil (non-baxter product) and an unknown amount made contact with the patient¿s skin; the affected area was rinsed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.